Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. Additionally, it was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. Reportedly on 5/15/24 the customer went to the emergency room with a blood glucose (bg) of about 500 mg/dl. Customer attempted to address elevated bg by a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on 5/16/24.